Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was alleged of under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that her blood glucose were in range of 300 mg/dl and now it was currently at 358 mg/dl and down to 200 mg/dl now. The insulin pump and reservoir will not be returned for analysis.